Event description:
My husband used the recalled philips pr system one remstar 60 series pro CPAP machine with bluetooth, beginning on (B)(6) 2017. He began having symptoms of non-hodgkin's lymphoma on (B)(6) 2019. He was otherwise healthy, athletic, non-smoker, non-drinker. He died on (B)(6) 2019 after aggressive chemotherapy treatments at (B)(6) hospital in (B)(6).